Event description:
It was reported by the product end user that "her doctor suggested changing catheters after 2 urinary tract infections and 2 days in the hospital. Medical intervention were reported". End user did not provide any details regarding the catheter related to the urinary tract infections. No photos were received depicting any complaint issues.

Manufacturer narrative:
Device 1 of 1. Common device name: cure twist® ¿ ready to use catheter for women. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).